Manufacturer narrative:
(B)(4). (B)(4) represents the adverse event which occurred on (B)(6) 2013. (B)(4) represents the adverse event which occurred on (B)(6) 2017. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent removal surgery and incisional hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery and take down of adhesions on (B)(6) 2013. It was reported that the patient underwent removal surgery, exploratory laparotomy for intestinal obstruction, extensive lysis of adhesions and recurrent ventral hernia repair surgery on (B)(6) 2017. It was reported that the patient experienced severe pain, hernia recurrence, dense adhesions, bowel obstructions, scarring, nausea, chills, inflammation, loss of appetite, weight loss, stress and anxiety. The patient had a previous mesh implant on (B)(6) 2011 which is captured in a separate file. No additional information was provided.